Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the (B)(4) components on the auxiliary board were corroded. The cause for the monitor's inability to power up was the corroded (B)(4) components. The root cause for the corrosion cannot be positively identified but was likely the result of liquid ingress within the monitor. No adverse event resulted from the corroded components. The last pt to use this monitor did not report any problems.

Event description:
The spouse of a (B)(6) male pt called zoll technical support to report that the pt's monitor would not power up. The pt was issued a new system including an electrode belt, monitor, two battery packs, and a charger.